Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received power error detected alarm and low battery alert. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting steps were provided for power error. The insulin pump will be returned for analysis.